Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 9/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: a review of the black box showed call service 064 motor error alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred. The pump was opened to find no defects to the motor components. The complaint was unable to be duplicated during the investigation. Unrelated to the original complaint, the battery compartment was cracked to the bumper pad, and between the bumper pad and the cover. Additionally, the display was dim with a red hue and pixels were missing at the top of the page.